Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient saw a spike in glucose and upon removing the infusion set it was noticed the cannula was bent. No symptoms were reported.